Manufacturer narrative:
Device evaluated by MFR: the filament driver was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The pcb failed the visual inspection. The component is electrically stressed. Due to the condition of the board, the functional testing was unable to be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a bang and a smell emitted from the system. After the site looked at the system everything was working but the x-ray, the site suspects a generator issue. No patient was present at the time of the event.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the reported issue. The filament driver board was replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a bang and a smell emitted from the system. After the site looked at the system everything was working but the x-ray, the site suspects a generator issue. No patient was present at the time of the event.